Manufacturer narrative:
The previous repair report for zimmer skin graft mesher, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated zimmer skin graft mesher, serial number (B)(6), ten times, the previous repair being for a bent comb and calibration issue on 16 oct 2018. The bent comb and calibration issue was not associated with the current repair which is for a damaged roller, ratchet gear, and shoulder bolts. Thus, the previous repair was a non-related issue. On 14 mar 2019, it was reported from zimmer canada that a zimmer skin graft mesher was not securing at the handle and would not ratchet. The customer returned a zimmer skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a case and ratchet for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on 09 apr 2019 revealed that the roller and ratchet gear was damaged causing them not to slide together. The shoulder bolts were also noted to require replacement. The device was within calibration and the test cut passed. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on 09 apr 2019 which included replacement of the roller, ratchet gear, and shoulder bolts. Zimmer skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4), dated 14 mar 2019. While the returned product investigation confirmed that the zimmer skin graft mesher had a damaged roller and ratchet gear causing them not to slide together, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller, ratchet gear, and shoulder bolts were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the handle was not securing/won't ratchet. The event discovered prior to surgery. There was no harm or delay.